Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system showed high out of range pace impedance measurements and noise on this right atrial (ra) lead. The noise was over sensed. The representative observed impedance levels exceeding 3000 ohms, and the shock electrogram appeared noisy and of low amplitude. Additionally, the raat had jumped from <1v to 4v, indicating potential issues with lead functionality. This lead was explanted and replaced. No adverse patient effects were reported.